Manufacturer narrative:
The investigation is in progress. Samples have not yet been received for evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a blunt knife were found during the DHR review and the product was released according to company's acceptance criteria. A root cause has not been identified. (B)(4).

Event description:
A nurse reported, the keratome was too blunt to create the main incision. A second keratome was used to complete the incision. There was no harm to the patient reported.